Event description:
It is reported that a customer's insulin pump did not alarm her for having low blood glucose. The patient's blood glucose level was at 40 mg/dl. The customer treated her low blood glucose with orange juice. The patient was assisted with trouble shooting on her insulin pump and found nothing was wrong with the device. Customer stated that she may have not heard the alarm due to the commotion that was taking place around her at the time. The customer stated that she will monitor the situation and that she will call back if she experienced the issue again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.